Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (occlussion).

Event description:
There was one endeavor sprint drug eluting stent implanted during the index procedure in the rca. It was reported that during the procedure, a severe plaque shift occurred into the sa nodal artery; however, flow was preserved and this was a very small vessel. The reporter indicated that the event was definitely related to the study device. It was reported that the patient recovered without treatment. An mi event was identified to have occurred on same day of index procedure by the clinical events committee and deemed to be consistent with an arc mi. No other clinical sequelae were reported.